Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020 due to diabetic ketoacidosis. The blood glucose results at the hospital were not provided. The patient was treated with a liquid perfusor and insulin via the patient's infusion device.